Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used wire pmg-18sp-40-cope-nt included in mpis-501-nt-sst micropuncture transitionless access set was returned for investigation. The wire was contained in the distal portion of a competitor¿s catheter. The distal weld ball was present, and the weld was intact. The coil of the wire was elongated through the catheter and out the distal tip. Biomatter was present on the distal portion of the elongated coil. An unknown fiber was also attached. The proximal segment of the wire was free of damage. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the wire in the micropuncture transitionless access set "snapped" and separated into two pieces inside the patient's body upon removal after insertion of the coaxial catheter. The separated portion was successfully removed using unknown devices, including a snare. The patient's outcome was reported to be "good." Although requested, the type of procedure has not been provided. Additionally, the condition of the patient's vasculature is unknown. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.